Manufacturer narrative:
H6 ¿ corrected information: patient code (B)(6), device code c62859, and conclusion code 24 are not applicable for this event. H7 <(>&<)> h9 ¿ corrected information: recall/notification and z-0497-2013 are not applicable for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative who reported that the code the patient saw was not the motor stall code but the low/empty reservoir code. The clinic had not updated the refill date causing the patient to have withdrawal symptoms. The patient came in and had her pump refilled and she was stable now. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drugs being delivered were 9.6 mg/ml bupivacaine at 4.79 mg/day and 8 mg/ml morphine (unknown) at 3.9965 mg/day. It was reported that at 8:30 am this morning (B)(6) 2020 the patient was able to successfully receive an 8835/ptm bolus dose but this afternoon when she tried receiving a bolus dose she confirmed code 8476 (motor stall). The patient did not recently have an MRI. Caller was not with the patient at the time of the call. Caller inquiring about next steps. Troubleshooting with the caller included reviewing pertinent information per caller's inquires. Caller will confer with the patient and the doctor. There were no symptoms reported. There were no further complications reported/anticipated.